Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds. It was reported that the impedances and sensing remained stable and within normal limits. Subsequently, the patient underwent a revision procedure and it was confirmed via x-ray that the lead had dislodged and the helix was not extended. The lead was successfully repositioned. No further adverse patient effects were reported.